Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the sensor failed, and upon removal, the patient noticed a small bump, skin inflammation/swelling, at the needle puncture site, which caused pain and discomfort. The patient reported that the sensor wire appeared to be missing and might be retained in the skin. Over the following days, he observed that the bump gradually increased in size and progressed to swelling. On (B)(6) 2026, he went to his primary care physician for evaluation. The physician did not perform any diagnostic testing and assessed the area through visual inspection and palpation. No wire was identified at the puncture site. The physician¿s final diagnosis was cellulitis at the needle puncture site. The patient was prescribed oral antibiotic cephalexin 500 mg, 3x daily, for seven days. At the time of the report, the patient reported that the swelling had decreased to a small bump. Although still visible, it was subsiding, and the discomfort had resolved. There was no documentation about any removal of the wire. The patient did not undergo a surgical intervention due to the stuck wire. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.